Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). An unk amount of time after implant it was reported that the pt experienced a bacterial driveline infection. The pt was treated with medication. It was also reported that the pt was non-compliant with device maintenance which led to the infection.